Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a long lasting low flow event on the heartmate 3 implanted as a right ventricular assist device (rvad) at home and contacted the implanting center. The patient was admitted and an echocardiogram (echo) was done which showed good left ventricular function without any restrictions. A computed tomography (CT) scan was scheduled. The CT scan showed severe pulmonary artery and outflow graft stenosis. The patient underwent surgical removal of the stenosis, and all pump values were back in normal range.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the severe pulmonary artery/ outflow graft (pa/ofg) stenosis could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. Evaluation of the log files revealed that on 07jul2022 at 14:29:06, there was a drop in flow from approximately 3.9-4.4 lpm to 0.2-0.8 lpm. A persistent low flow alarm was triggered at this time, and continued throughout the remainder of the log file. No other atypical events were captured. The pump appeared to function as intended at the set speeds. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the hm3 for approved use as an lvad. Section 4 of the IFU, entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.